Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was to have a pre-op MRI for a second lead placement. Caller performed impedance test and found low impedances 250 ohms. It was reviewed that an MRI would not be recommended. No symptoms reported. No further complications were reported or anticipated with this event. Values reported: c0=554 c1=539 c2=562 c3=1561 01=141 02=243 03=1602 12=182 13=1575 23=1541

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which the healthcare provider (hcp) was made aware of, reported they found the low impedances when the implantable neurostimulator (ins) was interrogated prior to a brain MRI. The MRI was cancelled, and impedances were checked again on october 29th and the only low was found with bipolar 0-1 at 212. There were no interventions planned at this time as the patient continued to have good efficacy with existing programming. No patient symptoms or further complications were anticipated.